Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was not transmitting data. The patient initially registered as transmitting through his phone but presented to the clinic follow-up with a new transmitter that has not been paired yet. The setup was then initiated on the transmitter but toward the end of pairing the device with the transmitter, an error message with connection problem occurred though the transmitter was in the patient's hand the entire process. Another setup attempt was made but to no avail. When interrogated the device with merlin programmer, no device could be detected either. Magnet placement was confirmed over the device but it did not help. The device explant and replacement was discussed. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The new device was able to interrogated and paired with the transmitter after the procedure. The patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of device not able interrogated was confirmed in the laboratory and was due to premature battery depletion. X-ray showed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a manufacturing anomaly that may have occurred that resulted in the reported issue. As a result of this finding, abbott is performing further investigation.